Event description:
Cypher stent placed to proximal lad in 2006. In 2007, thoracentesis for lung ca eighteen days later, tale pleurodesis and open thoracotomy for decortication on left lung with segmentectomy, expired 1 hour post-op. Md states cause of death as: ami secondary to stent occlusion from dc of anti-platelet therapy.